Manufacturer narrative:
A manufacturing evaluation was completed: one screw and one screw head were received; both are very damaged. Swiss tech manufactured the 1mm screw, part number 400.406, on unknown lot number. No device history record review can be performed. No measurements or evaluation can be performed due to damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was performing surgery on a patient's infraorbital rim using screws to repair the infraorbital rim. During the procedure, 2 of the screw shafts sheared off level with the rim. It was noted that the screws had been pre-drilled using a 0.76 mm drill bit with an 8 mm stop. The shafts were unable to be retrieved but the heads were successfully removed; the surgeon did not anticipate a problem with the pieces that remained. Fixation was achieved using additional screws. Patient recovered from surgery. No post-operative issues were reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is confirmed, but per the evaluation, the cause is not manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.